Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited loss of capture. Capture theshold was higher than 7 v at 1.5 ms in both bipolar and unipolar configurations. Lead impedance was 320 ohms. The physician attempted to reposition the lead and found the insulation to be damaged, so the lead was explanted.